Event description:
The customer reported that no images was displayed during fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. Cables and connectors were reseated. The sys was tested and found to be working as intended and put back into svc.